Event description:
Boston scientific received information that this dextrus lead was exhibiting pacing impedance measurements greater than 2000 ohms, loss of capture and noise. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.